Manufacturer narrative:
The device is included in the neuromodulation implantable pulse generator (ipg) inoperable when exposed to monopolar electrosurgery advisory notice issued by abbott on 02 june 2017. Date of event is estimated.

Event description:
It was reported the patients ipg became inoperable following an unrelated surgery where the ipg was not placed into surgery mode. Surgical intervention may be taken to address the issue.

Event description:
Additional information received indicates that surgical intervention was undertaken on (B)(6) 2023, where the ipg was explanted and replaced. Therapy was restored post-op.

Manufacturer narrative:
The report of ¿unable to communicate with ipg¿ was confirmed. As received, the ipg was unable to communicate with a lab clinician programmer. Analysis of the returned ipg found the device was running therapy application software, however, with further testing it exhibits characteristics consistent with a failure in the ble circuitry. All three ble advertising channels are broadcasting at the wrong frequency.